Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawers 4.1 and 4.2 had failed to recover and it requires maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a half-height cubie drawer was not on the bus. The fse observed no lights were on the rear panel of the drawer, indicating a power or communication failure. To resolve the issue, both the drawer controllers and the pyxibus drawer module were replaced by the fse. The drawer was tested using the hardware test application (hta) and verified operational by the user. The system functioned as intended after the field service engineer repaired the device.